Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Position hanger on bed rail at the foot of the bed. Use green sheeting clip to secure drainage tube to sheet. Make sure tube is not kinked." The device was not returned.

Event description:
It was reported that a foley system was placed during a procedure and it was noticed that the system would not drain. The staff noted that the bag seemed to be stuck together and seemed to be melted to itself. They attempted to pull the bag apart and it tore. The foley system was replaced with a new one without any impact to the patient.